Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06184. It was reported the patient has been experiencing heating while recharging the ipg. A new low energy charger was sent to the patient to address the issue. Follow-up indicates the patient received the replacement charger and he is no longer having any heating issues.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.